Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to the helix mechanism issue reported in the field. Electrical testing did not find any internal shorts. The cause of the reported event was due to blood clogging the helix at the helix region.